Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was giving the incorrect amount of insulin, making a clicking noise, and had delayed response from the motor while rewinding. When the customer primed, only a few drops exited the tubing even though the status screen displayed 28 units. Additionally, the device had a hardware low level alarm during the self-test. The customer¿s blood glucose during the incident was unknown. During troubleshooting, the alarm was cleared and the device passed the self-test. However, the under-delivery anomaly was not resolved. The device will not be returned for analysis.